Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm due to motor error alarm. Pump received with broken battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that they was able to cleared alarm and able to complete rewind. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.